Event description:
A non-healthcare professional reported that phacoemulsification handpiece had loose phacoemulsification tip advisory code displayed even when the phacoemulsification tip was tight at unknown timing of phacoemulsification surgery. The surgery was completed by replacing the handpiece with another one. There was no patient impact. This report pertains to first of two involved phacoemulsification tips.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.